Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189393; medical device expiration date: 2025-07-31; device manufacture date: 2020-07-07. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that there is fluid in syringes. Verbatim: from phone call on (B)(6) 2020 09:44:53: consumer called back, stated that she discarded several syringes that had fluid inside. The issue involves more than one box of the same product, other box has been discarded, lot # is unavailable. Consumer wanted to know if it is normal to see drops of liquid coming through the needle when she depresses the plunger rod. I advised her about the medical grade silicone and asked her to save the syringes if she notices the issue again. I updated the file, sending product voucher. Voicemail: consumer left voicemail stating that there is fluid in the syringes."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200905119] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that there is fluid in syringes. Verbatim: from phone call on (B)(6) 2020 09:44:53: consumer called back, stated that she discarded several syringes that had fluid inside. The issue involves more than one box of the same product, other box has been discarded, lot # is unavailable. Consumer wanted to know if it is normal to see drops of liquid coming through the needle when she depresses the plunger rod. I advised her about the medical grade silicone and asked her to save the syringes if she notices the issue again. I updated the file, sending product voucher. Voicemail: consumer left voicemail stating that there is fluid in the syringes."